Event description:
Upon opening the pocket and examining the lead, there was clear evidence of upon opening the pocket and examining the lead, there was clear evidence of two insulation breaches between the suture sleeve and the connector pin of the device. Although the lead was performing as expected (electrically), the operator wanted to replace the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).